Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device neuro tip and bearings were damaged, the ball bearings fell apart, was missing balls, the cage did not exist and the crane bracket was damaged (abrasion). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to design issues. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the steel column inside of the protective pry fell off and the clamp was detached on the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The assignable root cause was reported as design error in the previous report. Upon further evaluation, it was determined that the assignable root cause was determined to be due to wear from normal use and servicing. Upon further investigation of the device evaluation, it was determined that the reported condition that the device clamp detached, the steel column inside of protective pry fell off and the clamp detached was not confirmed. A visual and functional assessment was performed on the device which found that the device failed cutter insertion test due to worn out bearings. An assessment was performed which found that the bearings are worn out and loose create a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. Failure was caused by worn out bearings (normal wear). If additional information should become available, a supplemental medwatch will be submitted accordingly.